Event description:
It was reported that a competitor atrial lead showed variable impedances following initial insertion into the device, and with the use of an allen wrench rather than the ratcheting wrench to tighten the setscrew. The lead tested ok but appeared to have loose seal rings. Upon reinserting, it there was a reading of zero ohms with atrial pacing. On loosening the setscrew, the lead could not be retracted. On reinserting the lead and tightening the setscrew the lead showed normal values. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.